Event description:
A customer reported a ¿replace sensor¿ error message with the adc device. As a result, the customer experienced symptoms of dizziness, tachycardia, and sweating, and received a treatment of sugar from their neighbor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message with the adc device. As a result, the customer experienced symptoms of dizziness, tachycardia, and sweating, and received a treatment of sugar from their neighbor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h-4 (device mfg date) has been updated. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.